Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of an egm session record, the pulse generator exhibited a loss of ventricular capture. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2016. No additional information was reported.